Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports the catheter kinked over the wire.

Event description:
The customer reports the catheter kinked over the wire.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for evaluation. Visual examination revealed signs of use in the form of biological material inside the device. The guide wire contained one kink and one bend. The catheter was also bent in the corresponding location of the bent guide wire. The guide wire contained one kink and one bend 8 mm and 12 mm, respectively, from the distal end. The outer diameter of the returned guide wire was measured and was found to be within specification. The catheter contained one bend 12 mm from the distal end. The guide wire was unable to retract back into the catheterization device. A device history record was performed with no relevant findings. The IFU provided with this kit warns the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The reported event of guide wire kinking was confirmed by complaint investigation. The returned guide wire contained one kink and one bend. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.